Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited loss of capture (loc). It was also noted that the impedance measurements have decreased and threshold measurements have increased. No adverse pt effects were reported. Boston scientific technical svs (ts) discussed checking threshold measurements in unipolar at the next f/u to assess for any measurement changes. Should add'l info become available this report will be updated. No indication of any intervention has been given.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.